Event description:
Information received with return of the explanted device notes that post right ventricular lead repositioning, the device showed ventricular undersensing despite sensitivity reprogramming. When the lead tested normal via an analyzer, the pulse generator was replaced. Good electrical perform- ance was seen with the new generator. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received